Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event. The device passed functional testing with no anomalies found. It was noted that both bail covers were cracked and the ring cover was cracked. (B)(4).

Event description:
It was reported that the external pulse generator (epg) shut down immediately during a battery change. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.